Event description:
It was reported that the ventilator generated technical error code indicates power error. The ventilator was contaminated with liquid/water. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site and found presence of liquid/medicines spilled into the expiratory channel printed circuit boards (pcb). The pcb was defective and replaced. After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The provided picture revealed signs of liquid traces into the pcb. Also, damaged/burned components on the pcb was confirmed in the received picture. The damaged/burned components are due to short circuit caused by the liquid/water on the pcb. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Our conclusion is that the reported problem was caused by defective expiratory channel pcb as a result of water/liquid ingress into the ventilator.